Event description:
It was reported that this attempted implant right ventricular (rv) lead exhibited a poor threshold measurement at 5 volts, and the helix would not retract despite attempts to reposition. Additionally, the lead helix could not be retracted once outside the body. As a result, this rv lead was replaced and not implanted. No adverse patient effects were reported.